Manufacturer narrative:
Fragment left inside patient's body. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of pelvic fracture, undergoing a spinal fusion therapy. It was reported that the torque, when inserting the iliac screw was strong, and the tip of the screw driver stripped. Since the tip got caught in the core, the operation was continued to be performed as it was without removing. It was said that the bone quality was hard when the pedicle screw was inserted, and that a considerable amount of torque had been applied during the insertion. The tip of the screw driver broke when it reached the final insertion position and remained in the screw. Since the fragment could not be taken out, the rod was placed and fixed as it was according to the physician's opinion. The screw size used was 8.5 mm in diameter and 70 mm in length, and the tap had been cut undersized. It was inserted according to the manual without using the powerease together. The sales rep explained to physician about the event related to galvanic corrosion. There was a delay of less than 60 minutes. The product will be returned and will not be replaced. It was reported that since it had already explained about galvanic corrosion, the fragment was being considered to be removed (originally scheduled to be removed). Levels specified: the iliac screw on the right.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020, mpxr 767249 (hcp, rep, for): information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of pelvic fracture, undergoing a spinal fusion therapy. It was reported that the torque, when inserting the iliac screw was strong, and the tip of the screw driver stripped. Since the tip got caught in the core, the operation was continued to be performed as it was without removing. It was said that the bone quality was hard when the pedicle screw was inserted, and that a considerable amount of torque had been applied during the insertion. The tip of the screw driver broke when it reached the final insertion position and remained in the screw. Since the fragment could not be taken out, the rod was placed and fixed as it was according to the physician's opinion. The screw size used was 8.5 mm in diameter and 70 mm in length, and the tap had been cut undersized. It was inserted according to the manual without using the powerease together. The sales rep explained to physician about the event related to galvanic corrosion. There was a delay of less than 60 minutes. The product will be returned and will not be replaced. 2020-oct-27 e2a (rep): it was reported that since it had already explained about galvanic corrosion, the fragment was being considered to be removed (originally scheduled to be removed). Levels specified: the iliac screw on the right (B)(6) 2021: this product was broken during the operation and was returned to loaner. At first glance, it can be judged as a defect, so it seems that it was disposed of by the inspection of the loaner team when it was returned and will not be shipped to us.